Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. The holder remained attached to the valve. All leaflets were in the closed position with an opening in the margin of attachment between l2 and l3. All leaflets were flexible and intact. No leaflet damage observed. All commissures were intact. No commissure damage noted. The outer diameter measured at 28.12mm which is acceptable for a size 21mm valve of this model. This valve was re-assessed for size confirmation. It was confirmed to meet size requirements. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve measured to be of appropriate size. The cause of the issue may have due to patient anatomy, which is consistent with what the surgeon reported. The surgeon indicated there was no problem with the valve, and medtronic investigation and analysis has confirmed no device problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 21mm bioprosthetic valve, after attempting multiple times to seat the valve on the patient annulus, the valve would not fit and was replaced with a 19mm mechanical valve. The surgeon indicated there was no problem with the valve or its function, just that the patient's anatomy was unable to accommodate a 21mm. No adverse patient effects were reported.